Event description:
I bought some new contacts from my eye care professional in 4/06. They offered me a free trial of cleaning solution called "renu with moisture-loc." After using the solution for only two (2) days, myright became swollen, pain and redness increased dramatically, my eye started tearing excessively, and my eye started to "close completely." I was afraid of not seeing anymore. I was sent home from work and went to an "urgent care facility." I had to use special eye drops, called "blephemide" and luckily the eye infection healed. It was shortly after this a co-worker told me about the wolrd wide breakout of renu moisture loc users and the subsequent lawsuits against the MFR, bausch & lomb. I have a lawyer litigating a potential case of product defects. The eye disease called fusarium keratitis was found partially responsible for my eye condition which required immediate medical attention. I have no history of eye infections and have been a contact lens wearer since high school.